Manufacturer narrative:
Pump received with no button error alarm and all buttons functioned properly; however, unit had corroded keypad traces. Pump received with battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the numbers scrolled on the display screen. Customer does not recall any significant events leading to the error, except that she entered a food bolus beforehand. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error but keypad was not responsive. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.